Manufacturer narrative:
Analysis of the pump found no anomaly. Upon device return, the pump was interrogated and had last been programmed to deliver baclofen 2000 mcg/ml at a dose of 840 mcg per day.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unspecified medication(s) at unspecified dose/concentrations via an implantable pump for intractable spasticity and a head/brain injury. It was reported the patient's device system was removed due to an infection. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.